Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient the 840 ventilator had a loss of bd communication error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) evaluate the device and verified the event. The se inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination on the (u101) component. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to the contamination on the component (u101) on the pcb. If information is provided in the future, a supplemental report will be issued.